Event description:
The obturator broke during insertion. A new tracheostomy tube was used without further incident. No pt injury was reported. No info was provided regarding the type of procedure involved.